Event description:
Fractured abutment screw. It has been reported that two abutment screws fractured inside two implants. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implant is still in the pt's mouth. Pt injury has not been reported.